Event description:
The physician reported that prior to introducing the omniguide 7fc guiding catheter into the pt's vertebral artery using axillary artery access, the curve at the tip of the guiding catheter was reshaped using steam-shaping. The omniguide went through a cordis 7f introducer sheath to enter the axillary artery and was tracked over a 0.035" terumo guidewire to the entrance of the vertebral artery. After waiting to prepare the microcatheter and microguidewire, but before putting the microcatheter into the omniguide, the physician discovered that the radiopaque marker band, located at the tip of the catheter, had detached and deposited into a muscular branch of the pt's vertebral artery. No clinical sequelae for the pt was reported.